Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that a patient with a filter came in for another issue and the filters secondary legs was discovered to be fractured and the filter was tilted in renal vein. They will schedule for retrieval, but physician is concerned for the fractures and placement in renal vein. One x-ray image was provided for imaging review. Per imaging reviewer´s findings: ¿single coned in x-ray image of a celect ivc filter in situ demonstrates the filter with 12.6 ° of leftward tilt relative to the posterior spinous processes. The maximum distance between the primary filter feet measures approximately 28 mm. Two of the secondary arms are fractured with 13 mm and 14 mm fracture fragments located immediately adjacent to the cone of the ivc filter, one of which is perpendicular to the long axis of the ivc filter, the other is oriented parallel, but immediately adjacent to the ivc filter hook. Five of the remaining secondary arms all appear to be normally aligned and the sixth secondary arm appears to be slightly displaced and is at an approximate 50-degree angle relative to the long axis of the ivc filter. ¿ per imaging reviewer´s impression: ¿very little clinical information was included in complaint report. The celect ivc filter was implanted at an outside institution at an unknown date. The single image submitted for review demonstrates a celect ivc filter to the right of the spine with an insignificant leftward tilt. There are 2 fractures involving the secondary filter arms with the fracture fragments in close proximity to the filter. Based on the single image, the location of the fracture fragments cannot be determined if they are still intravascular, extravascular or a component of both. In addition, any perforations or penetrations cannot be evaluated on this examination, nor is the relationship of the ivc filter to renal veins. Although the tilt is insignificant, this may have contributed to the fracture of the secondary filter arms by resulting an abnormal configuration to the secondary filter arms and the wall of the ivc resulting in repetitive stresses and metal fatigue eventually causing fracture. Without the placement images, and dwell time, it is uncertain whether the filter migrated to this configuration or was placed in this configuration. Furthermore, there is no discussion in the complaint report regarding why the ivc filter is still in the patient, and if it is not clinically indicated, why has it not been retrieved. ¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. There are adequate controls in place to ensure that this type of filter is manufactured to specifications. Based on the provided information it is unknown what caused the filter to fracture. However, filter fracture is a known adverse event. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient with celect filter placed, (unknown date of implant, unknown lot #) came in for another issue and the filter was discovered. Will schedule for retrieval, but there is concern over broken secondary struts and tilt in renal vein. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.